Event description:
It was reported that the customer received an incomplete bolus alert. Reportedly, customer's blood glucose level was impacted (elevated).

Manufacturer narrative:
The t:slim pump user guide indicates an incomplete bolus alert will occur if the user begins to program a bolus but does not complete the request within 90 seconds. The product has been received for evaluation. Should new relevant information become available, a supplemental report will be submitted.